Event description:
According to the reporter, in a laparoscopy assisted distal gastrectomy, during the gastric stump resection, the firing stopped midway through the first use. The u-shaped staples were exposed. The staple line was incomplete centrally. A second attempt was made to perform the firing, but the firing could not be done. The surgeon was able to press the green button, but the device did not fire. Another device from another manufacturer was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (serial#: unknown); sigpshell, sig power sigpshell control shell (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown); unknown egia su, unknown endo gia sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopy assisted distal gastrectomy, during the gastric stump resection, the firing stopped midway through the first use. The u-shaped staples were exposed. The staple line was incomplete centrally and the remainder of the staple line was not fired. A second attempt was made to perform the firing, but the firing could not be done. The surgeon was able to press the green button, but the device did not fire. Another device from another manufacturer was used to complete the case.